Manufacturer narrative:
(B)(4).

Event description:
It has been reported that there was a difference in readings of more than 30 points. The sensor was inserted into the arm on (B)(6) 2024. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid.